Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, on the first two firings, the clips were j-shaped, instead of u-shaped. Successive firings after the first two firings were u-shaped. The doctor also noticed the rotation knob made a clicking noise when rotated 360 degrees. A second like device was used to complete the procedure. There were no patient consequences reported.